Event description:
Internal hex came off implant during placement.

Event description:
Internal hex came off implant during placement.

Event description:
Internal hex came off implant during placement.